Event description:
Boston scientific received information that this patient presented to the emergency room with shortness of breath. Device interrogation noted some pauses in pacing and revealed the device was retry mode. An x-ray revealed the lead had microdislodged. A revision procedure was performed and the lead was repositioned without further incident. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.